Event description:
This is a report of a leak in a cassette that was observed during dwell three of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the leak. During troubleshooting it was noted that the leak was originating from a small hole in the patient line. The technical service representative assisted the patient with ending therapy and the patient started therapy over using new supplies. There was no patient injury or medical intervention indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation has been completed. A microscopic visual inspection, identified damage to the patient line of the cassette. Leak testing on the returned sample verified the reported leak originating from a hole in the patient line. Clamp function testing and clear passage testing were performed on the device with no issues noted. The damaged line was replaced on the cassette and the sample ran on the homechoice machine with no additional issues noted. Upon conclusion of the investigation, the reported issue was verified and the cause was determined to be a hole in the tubing of the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.